Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told that their implantable pulse generator (ipg) may not "be functioning anymore or out of battery". The ipg remains in use. No patient complications have been reported as a result of this event.